Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. Philips was provided the plan and transcripts by the customer. From the transcripts, it was learned that no isocenter was imported from loc for the pt in question. It was determined the treatment isocenter did exist in loc at the correct location. The isocenter used for the treatment was created when a beam was added, this action adds a default isocenter at the center of the scan volume if none exists. The customer then changed the name of the isocenter to the one used in the plan. The instructions for use (IFU) documents have been reviewed with the site and further training was offered to employee. Philips reviewed the ifus and concluded that the directions are clear for completing the transfer of data from tumor loc to pinnacle. Complaint pr# (B)(4).

Event description:
Philips received info from a customer site that the incorrect isocenter was used in a pt treatment. The customer reported that they created a treatment isocenter in loc for a whole brain treatment. No info was reported from loc at that time because the pt set up was manual. However, when a boost brain treatment was performed the customer claims that the isocenter was sent from loc to pinnacle, and imported into the pt study and used for the boost plan. Port films were taken before treatment, but they were not checked until after the first boost treatment. The customer discovered the error at that time.